Event description:
During feeding tube placement under fluoroscopy, guidewire noted to be sticking out of side of the head of the feeding tube. Insertion stopped immediately and withdrawn. No injury to pt.